Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that the device had 15.3 hours of on-time from what appears to have been a repeated pressing of the on/off button on the device.  This excessive on-time likely led to the depletion of the internal hlc batteries and the reported device power issue.  There was no internal component issue observed.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device will no longer power on.  There was no report of any patient use associated with the reported issue.